Event description:
Provider alleges consumer was driving the chair down their ramp out of their van and when they got to the bottom of the ramp, the chair allegedly jumped forward quickly and the chair allegedly flipped forward with the consumer in it.

Manufacturer narrative:
The alleged flipping could not be duplicated during an extensive test ride. This test ride include negotiating a ramp at 6º.

Manufacturer narrative:
The device has not yet been made available for evaluation at this time. Should further information become available, a follow-up report will be issued.

Event description:
Provider alleges consumer was driving the chair down their ramp out of their van and when they got to the bottom of the ramp, the chair allegedly jumped forward quickly and the chair allegedly flipped forward with the consumer in it.